Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the right electrode. The patient consulted her physician who recommended using a medicine. The patient reported additional rashes starting to break the skin. The patient also reported being allergic to metal. Follow-up indicated that the rashes had improved since applying a cream.